Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia and underwent skin flap revision surgery to excise skin at abutment site (date not reported). It was reported that the patient had a positive growth for (B)(6) after cultures were taken. The implanted device remains. This report is submitted on may 25, 2017. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced swelling at implant site and developed (B)(6). Subsequently, the patient underwent skin revision and was administered oral antibiotics (date and duration not reported).